Event description:
It was reported that the right ventricular lead exhibited high capture threshold. Fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.